Event description:
A surgeon reported that after laser assisted portion of surgery that pt had a posterior capsule blowout. It is unk if it was caused by laser procedure or subsequently phaco surgery. Add'l info has been requested.

Manufacturer narrative:
The device history records were reviewed for the laser serial number, and there were no unusual findings related to the reported issue. The field svc engineer (fse) verified depth calibrations and suction and found everything within specifications. During the on-site visit the fse watched surgeries completed without issue. The laser system was within specifications prior to the fse departure. A root cause could not be determined. (B)(4).